Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Customer declined troubleshooting. Customer performed self test and displacement test was it was passed. Customer also experienced high blood glucose level. No harm requiring medical intervention was reported. The device will not return for analysis.